Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump was exposed to fluid. The patient's blood glucose at the time of incident was 3.6 mmol/l. The customer confirmed that the pump fell in water and no longer works. The customer was advised to revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with no moisture damage found on the electronics, motor, battery tube, lcd, vibrator or keypad assembly. No button error alarms noted during testing. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window and a broken reservoir tube lip.